Event description:
Four months ago, patient had mesh implanted but the wound will not heal. They used silver nitrate but that was ineffective. Doctor says her body is rejecting it. The primary doctor agrees with the rejection. Rptr can actually see the patch through the wound which is oozing purulent drainage. Patient did have fever also. Mesh has been removed and staples taken out today ((B)(6) 2012). Wound looks better but still has some odor.